Manufacturer narrative:
Unit had broken off/missing end cap.

Event description:
Customer reported via phone call that damage on drive support cap end of insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.